Manufacturer narrative:
The adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The device was received deployed. Investigation found the exposed portion of the soft cannula to be torn and shortened. Measurement of the soft cannula length was confirmed to be shorter than specification. During fluid path testing, fluid was unable to pass through the entire fluid path due to the exposed portion of the soft cannula being shortened. The timing and cause of this damage could not be determined. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data showed no evidence of issues with insulin delivery. An 0x1c alarm was generated in device data indicating that the device had reached its expiration time of 80 hours. This is not a failure of the device, but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 1 and 4 hours on the leg. They reported the adhesive pad failed to adhere properly on their skin while they took a shower. As treatment, a new pod was successfully applied.